Event description:
It was reported that, on an unknown date, an 8" smallbore ext set w/0.2 micron filter, clamp, luer lock experienced clogging/obstruction of the 0.2-micron filter when administering epoprostenol to the patient (continuous intravenous/central infusion). After the filter, the clog was ultimately loosened via a 10 ml saline flush. During the incident, it was running at 2cc/min. For approximately 3 hours. Additionally, it was stated that the patient was having discomfort. The baxter pump alarm sounded for occlusion, then was flushed with 10cc saline. A new med solution bag was switched out for the old bag. It was further stated that the infusion rate was increased to 4-5cc/min. The patient required a transfer to the ICU later that day. The reporter stated that it was unclear if the event contributed to the patient's worsening hypoxemia. There was a delay in therapy that was critical to the patient reported. There was no patient harm reported. No additional information is available. This is report two of two events.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional information: 8349917; manufacturing date: 8/1/2022; expiration date: 8/1/2027. 6077161; manufacturing date: 7/1/2022; expiration date: 7/1/2027.

Manufacturer narrative:
A photo was returned showing a sealed b1479 package. There were no defects or anomalies observed from the photo. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.